Event description:
The distributor reported: "suppose surgery was completed with "turp".

Event description:
It was reported ¿malfunctioning fiber.¿ the case was completed with an alternate procedure. Type of alternate procedure was not provided. No additional information provided. No patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the glass cap has pushed forward in metal cap and is protruding from the metal cap; the beveled edge at the output window is off center; the metal cap is loose from the glass cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.